Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced an episode of low blood glucose levels. The customer's blood glucose was 32 mg/dl. The customer stated that he was at work when the incident occurred. The customer declined troubleshooting. The customer stated that prior to the low blood glucose, his blood glucose was 275 mg/dl and he took 7 units of insulin. The customer did the easy bolus exercise and did not turn the insulin pump off. Nothing further reported.